Event description:
It was reported that a healthcare professional contacted the clinic regarding a patient with an implanted implantable pulse generator (ipg) and an implanted right ventricular (rv) lead who collapsed over the weekend while traveling and using a mycarelink home monitor for manual transmissions only. The remote monitor had an error code was displayed. A carelink review identified a previously observed non-sustained ventricular tachycardia episode that was noted as seeming like noise, with unipolar sensing configuration noted and a suspected noise/oversensing issue. It was unclear what caused the collapse, and a possible lead issue or possible pacemaker issue could not be ruled out. The clinic planned to have the patient contact beconnected for assistance with the home monitor and planned for the patient to visit a local hospital. The ipg system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.